Manufacturer narrative:
(B)(4) the reported complaint of "et tube fails to show up on x-ray" could not be confirmed based upon the investigation of the sample received. The customer returned one unit of 5-10406 et tube, uncuffed, 3.0 for investigation. The returned sample was visually examined. Visual examination of the returned et tube confirmed the presence of the radiopaque line along the full length of the et tube. The manufacturing site was consulted as part of this investigation. The certificate of analysis (coa) for the resin that was used in the returned et tube was reviewed. The coa confirmed the presence of barium sulfate in the et tube which makes the radiopaque line on the sample appear on an x-ray machine. A DHR investigation did not show issues related to complaint. There was no evidence found to suggest a failure for the et tube to show up on an x-ray. It could not be determined what prevented the sample from easily appearing on an x-ray for the customer. This appears to be an isolated incident. The sample has been sent for additional testing to confirm whether it will show up on an x-ray. The investigation will be updated when results are available. Teleflex will continue to monitor and trend on this defect.

Event description:
It was reported that: neonatal intensive care unit had a baby admitted that required intubation at birth. When the baby was x-rayed post intubation they were unable to confidently locate the et tubes position as the ett was not visible on the xray. The baby was extubated and re-intubated with a different brand of et tube. This patient did not have any other adverse effects as the re-intubation was done quickly and skillful without complications."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: neonatal intensive care unit had a baby admitted that required intubation at birth. When the baby was x-rayed post intubation they were unable to confidently locate the et tubes position as the ett was not visible on the xray. The baby was extubated and re-intubated with a different brand of et tube. This patient did not have any other adverse effects as the re-intubation was done quickly and skillful without complications."